Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a (B)(6) was using an eme nasal CPAP system with an mr850 respiratory humidifier and an rt132 infant continuous flow breathing circuit when an excessive "rainout flooding" was observed on the infant's nares. It was further reported that the infant flow CPAP interface that was used had a "very long unheated piece of tubing" attached to the end of the rt132 infant breathing circuit. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt132 infant continuous flow breathing circuit was not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the event description and additional information provided by hospital. Additional information received from the hospital revealed that a 12-inch non-fph unheated extensive tube was used in conjunction with the rt132 infant breathing circuit when the incident occurred. Based on the limited information that we received, it seems that the reported condensation was due to the use of a non-fph product. The fph breathing circuits are designed to deliver the optimal levels of humidity generated by fph humidifiers such as mr850 respiratory humidifier. It is possible that some non-fph breathing circuits, such as the one that was used by the hospital, are not capable of delivering gas at high levels of humidity.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 36 weeks old infant was using an eme nasal CPAP system with an mr850 respiratory humidifier and an rt132 infant continuous flow breathing circuit when an excessive "rainout flooding" was observed on the infant's nares. It was further reported that the infant flow CPAP interface that was used had a "very long unheated piece of tubing" attached to the end of the rt132 infant breathing circuit. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt132 infant continous flow breathing circuit is not expected to be returned to fph for inspection. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.